Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The pt is in the liver intensive care unit and had a reaction to biopatch. It was reported the biopatch was applied to the insertion site of the pt left neck for a left internal jugular "vascath" on (B)(6) 2013. The catheter was in place for 5 days after insertion and application of biopatch. A reaction was noticed (for the first time) after 5 days (when the insertion site dressing needed to be "redressed"). Prior to biopatch application the a skin prep was used which was reported as chloraprep - 2%w/v 70% v/v cutaneous solution (chlorhexidine gluconate + isopropyl alcohol). It was allowed to dry prior to the biopatch application. The biopatch was covered by a tegaderm IV advance dressing. Upon removal of biopatch a circular shaped excoriation, same size as the applied biopath was noted. The biopatch was immediately removed and the site affected was cleansed and dressed with a dry non-adhesive dressing after a cavilon skin barrier was applied as per intravenous (IV) team advice. After few days, the wound was noted to be "sloughy". On the succeeding days, it was cleansed with prontosan liquid, prontosan gel and tegaderm foam as a dressing. This intervention was carried on for a week and the wound was noted to be drying up quick. The wound was reported as currently "dry and healing but the round mark is still there and slightly rough".